Manufacturer narrative:
Concomitant medical products: product ID: 9735339, serial/lot #: unknown. Analysis was completed and it was noted that there were no parts replaced and the system preformed as intended. There was no analysis conducted on the spectra. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system will not connect with camera. There was no patient present.